Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error. The customer was able to clear and rewind the pump. The self test was performed and passed. No harm requiring medical intervention was reported. The customer will continue to use the product.